Event description:
Two staffs were transferring resident from a chair to the bed. While starting to lower resident onto bed, the hanger bar assembly became unattached and the resident fell a short distance onto the bed. No injury was reported. (B) (4).